Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: a2 (date of birth), b5, h6 (device codes , evaluation result codes, evaluation conclusion code.

Event description:
It was initially reported that during use on a patient, clinicians discovered blood trails in the helium line when completing a procedure with the cs300 intra-aortic balloon pump (iabp). It was later reported that the patient had multi system failure, was given comfort measures only, and expired the following day. The patient's death was not reported to be related to an iabp error. Please refer to mfg report number 2248146-2020-00189 for information on the involved iabc.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. It was reported that during use on a patient, clinicians discovered blood trails in the helium line when completing a procedure with the cs300 intra-aortic balloon pump (iabp). Patient death. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed blood damage in the safety disk, blood detect line, purge manifold, vacuum/pressure reservoir, drive assembly and drive transducer. Blood was also detected in the vacuum reservoir and fill line. The shuttle transducer was contaminated as well as the fill manifold. All contaminated parts were replaced and the iabp ran without issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was initially reported that during use on a patient, clinicians discovered blood trails in the helium line when completing a procedure with the cs300 intra-aortic balloon pump (iabp). It was later reported that the patient had multi system failure, was given made comfort measures only, and expired the following day. The patient's death was not reported to be related to an iabp error. Please refer to mfg report number 2248146-2020-00189 for information on the involved iabc.